Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 to include information regarding right atrial (ra) lead capture medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a cardiac arrest with shortness of breath and refractory ventricular fibrillation (vf) noted.  The patient was externally defibrillated once by emergency medical service and two to three times while in the emergency room, pluschemical cardioversion to obtain return of spontaneous circulation (rosc). It was noted that the patient rates were within the monitor only zone and/or did not meet criteria for therapies. No therapies were delivered as rates did not meet criteria for therapies.  The right ventricular (rv) lead appeared to be oversensing and undersensing and an alert triggered for 16 high rate non-sustained episodes and high sensing integrity counter (sic)/short v-v interval events.  It was also reported the right atrial (ra) lead exhibited high thresholds and no capture at max output. The leads remains in use. No further patient complications have been reported as a result of this event.  It was further reported, via follow up, that device system was not the cause of the cardiac arrest and short ness of breath but rather the patient's condition. It was noted the patient has a history of cardiac arrest due to pulseless electrical activity. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had a cardiac arrest with shortness of breath and refractory ventricular fibrillation (vf) noted.  The patient was externally defibrillated once by emergency medical service and two to three times while in the emergency room, plus chemical cardioversion to obtain return of spontaneous circulation (rosc). It was noted that the patient rates were within the monitor only zone and/or did not meet criteria for therapies. No therapies were delivered as rates did not meet criteria for therapies.  The right ventricular (rv) lead appeared to be oversensing and undersensing and an alert triggered for 16 high rate non-sustained episodes and high sensing integrity counter (sic)/short v-v interval events.  It was also reported the right atrial (ra) lead exhibited high thresholds and the lead remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.